Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was investigated. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.